Event description:
Customer reported device =150 mg/dl. Customer took 4 units of insulin. Customer had recently eaten. Customer passed out 45 minutes later. Spouse tested device and result =113 mg/dl when customer was passed out. Paramedics were called and their device =20 mg/dl. Customer was treated with a glucose IV. No controls. A request was made for return product and replacement product was sent.